Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 230 mg/dl. The customer states they can see small corrosion on contact. Advised the customer that a replacement battery cap would be sent. The customer states that they would rather monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.